Event description:
It was reported that the programmer displayed an error at power up. Technical support (ts) had the caller cycle power and the error cleared. Ts recommended the caller use the service disk and clear the print queue. It was also reported there was persistent fan noise at such a volume that it interferes with clinician/patient dialogue. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis found system errors in the programmer error log. Analysis also found the lem (link electronic module) printed circuit board assembly had a loose ECG (electrocardiogram) connector.